Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line)which occurred on the home choice (hc) during drain 1 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or an assist device. The home patient (hp) reported that his wife had tripped over the heater line and did not realize that it had disconnected from the heater bag until they received the system error 2240. The hp had already cycled the hc and received the system error 2367, so he turned the machine off and called baxter. The technical service representative (tsr) instructed the hp to start over with new supplies. The tsr assisted the hp to get the door open to remove the cassette. Proper procedures were reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was 'supply bag disconnected without falling'. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.